Manufacturer narrative:
A device history record (DHR) review could not be performed because the serial number is unknown. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. An assigned a probable root cause for this defect as ''undeterminable" as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that fluids came a little backwards and the aspiration force came down. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that fluids came a little backwards and the aspiration force came down. There were no clinical consequences to the patient due to the reported event.